Event description:
It was reported that during a low anterior resection procedure, the distal staples did not form. Had to hand sew the rectal stump. No adverse affects to the patient. The procedure took an additional 15 minutes to oversew the area.